Event description:
It was reported the patient had an upcoming surgical procedure and was in their stage 1 trial but the patient needed a device repair because it was not working correctly. It was stated it was not clear if the ¿repair¿ was a stage 2 procedure or what was being addressed during the ¿repair.¿ it was noted the trial was started on (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
Additional information received reported the patient¿s trial-stage 1 test failed first placement, no improvement, so lead was revised to contralateral side with greater than 50 percent improvement. There were no troubleshooting, interventions, or other actions taken because it ¿was a trial to begin with.¿ there was no impairment to the patient. It was noted the issue was not an event or complication simply trial that failed with first lead placement.